Event description:
Hemocue ab received a complaint on hemocue glucose 201 system from a us customer. The hemocue glucose 201 system was reported getting low readings during running of controls. The results reported by the customer were described as extremely low. There was no comparison to other methods. No patient impact was reported by the customer.

Manufacturer narrative:
The low measurement reported by the customer was assessed to potentially pose a safety risk if it was to reoccur. A recall class ii has been initiated and reported to the FDA, see 3003044483-001-r. Investigation: investigation was performed on samples returned by the customer. Review of batch documentation (DHR): nothing remarkable found. Two planned deviations not related to the problem were effective during the time of production of lot 1303508. Conclusion: the malfunction found is damaged single pack pouches related to the production process. Damaged single pack pouches may cause very low glucose results if pouches are exposed to moisture. Actions taken: remedial action: the customer has been replaced with correct products and the affected lot has been withdrawn from the field. (Correction and removal 3003044483-07/08/2013-001-r). Correction: a design change was implemented in the production process consisting of a mechanical resistance when cutting the desiccant in the single packaging process. Corrective and preventive actions are handled within the hemocue CAPA management process.